Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was never inactivated but the battery depleted normally but was not explanted or replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer working. The ipg was inactivated and remains in the patient. No patient complications have been reported as a result of this event.